Manufacturer narrative:
Additional information: h11: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues on the day of the event that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. While the actual device was not available, the reported condition has a nonconformance opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an under-infusion occurred during patient infusion of fentanyl medication in the medical surgical intensive care unit. Fentanyl (1000mcg/100ml) was infusing at 50mcg/hour. The bag was reported to have been hanging for 8 hours. When the registered nurse was going to throw out the emptied bag, 90cc's were still left in the bag, it should have been 50cc's if pump had been infusing correctly with respect to the bolus doses. There was no report of patient injury or medical intervention associated with this event. No additional information is available.